Manufacturer narrative:
A ge service representative performed an on site investigation. The foot switch was replaced during the service call.

Event description:
The customer reported that the 8800 system screen went black when using the foot switch. No patient injury was reported.